Event description:
The patient reports she is not receiving stimulation. The patient reports she is unable to communicate with the charging system to recharge on a consistent basis. The patient disconnected/reconnected the antenna to no avail. She denies dropping or getting the charger, programmer or antenna wet. In additional, the programmer displays an error message and she is unable to determine if the error message is due to lack of charging the ipg or ipg failure. Two new charging systems were sent to the patient and did not resolve the issue. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Field correction: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.